Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a perforation, a 4.0x19 otw graftmaster stent was deployed at 18 atmospheres. The perforation was not completely sealed. The perforation did not seal on its own and after 24 hours the patient was brought back to the cath lab the following day and a second graftmaster was deployed sealing the perforation. Reportedly, the ease of handling for graftmaster stent delivery system was poor. There was no reported adverse patient sequlea. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.